Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: (veterinary complaint) it was reported that on (B)(6) 2018, during an unknown procedure, three (3) locking screws self-tapping could not be inserted. The surgery was completed successfully by using other screws. It was unknown if there was surgical delay reported. Patient outcome was unknown. Customer quality investigation: investigation flow: functional: device condition: visual inspection performed at customer quality (cq) under 5x magnification observed no visual defects on the returned screws. However, the visual inspection performed under 20x magnification showed worn surfaces and slightly burred and dented tip edges on the received screws. The observed deformation on edges could possibly be the result of attempts made during insertion. Both functional inspection and complaint condition replication was not able to be performed at customer quality as mating devices were not returned. With no mating device being returned the compliant condition was not able to be confirmed. However with the worn and deformed tip edges identified on the returned device the overall complaint condition was able to be confirmed. Also, further analysis including drawing and dimensional review, DHR review was performed, to identify any potential design or manufacturing issues that could have contributed to complaint condition. Dimensional analysis and document/specification review: relevant drawings were reviewed, and no design issues were noted: veterinary screw pointer drawing revision b and human equivalent screw tabulated drawing revision d. Dimensional analysis performed on the returned screws measured using micrometer identified the screw diameters that falls within the specification and tolerance. A definitive root cause could not be determined based on the provided information. However, it is possible that any off-axis insertion could have contributed to reported complaint condition. Conclusion: the complaint condition was able to be confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Manufacturing location: monument, manufacturing date: 01-may-2018, part number: 212m812, 2.4mm locking screw self-tapping ¿ 12mm, lot number: h631184, lot quantity: 233. Device history record review performed on the returned device lot number showed no relevant issues that would contribute to complaint condition. Inspection sheet, in process / inspect dimensional / final inspection packaging was reviewed and determined to be conforming. The lot met all dimensional and visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition work order traveler met all inspection acceptance criteria repackaged into individual units on work order traveler for part number: vs208.012, lot number: h631184. Work order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Component(s) reviewed: part number: 02.211.115.999, 2.8mm sec screw blank 19mm no head turn/no point w/sd8 lot number: h619750, lot quantity: 233. Work order traveler met all inspection acceptance criteria. Inspection sheet, header inspect, met all inspection acceptance criteria. This lot met all dimensional and visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
510k#: device is a veterinary product. No patient information will be reported. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. It was reported that during an unknown surgical procedure on (B)(6) 2018, three (3) 2.4mm locking screws could not be inserted. It was not reported why they could not be inserted. Other screws were readily available and were used to complete the procedure successfully. This report is for one (1) 2.4mm locking screw. This is report 2 of 3 for (B)(4).